Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent. Ams initiated a corrective action resulting from an internal quality systems audit to investigate the root cause regarding medwatch forms which had not been filed for these complaints. The investigation resulted in the need to file this medwatch 3500a form to address the corrective action. This is not related to any field action or product recalls.

Event description:
Pt was implanted with an ams perigee graft. A physician reported on (B)(6) 2010 that at around 10th post operation period, this pt developed wound dehiscence for about 1 to 2 cm at the anterior vaginal wall. The pt was taken to operating room to perform trimming of the mesh and for vaginal closure. Subsequently, the wound healed satisfactorily.